Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced severe septic shock after undergoing a surgical procedure in which adept was used. The cause of the septic shock was not reported. The patient suffered a complication in the postoperative period further described as ¿severe septic shock¿. Two days after undergoing the procedure, the patient was admitted to the intensive care unit. Treatment was not reported. No further detail was provided regarding the patient¿s outcome from the event . No additional information is available.